Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID 8840, product type programmer, physician; product ID neu_unknown_ext, product type extension. (B)(4).

Event description:
Additional information was received which reported that no malfunctions related to the implantable neurostimulator (ins) were observed. The invalid readings and ins discrepancy appeared to have been a misunderstanding from the notes in the patient¿s journal and the different hospitals/physicians involved. Further investigation was needed to determine the cause of the high impedances, which hadn't yet resolved. However, the patient was satisfied with therapy and no further action was planned.

Event description:
An x-ray of an implantable neurostimulator and an extension was received and a wire fracture in the extension was noted. It was unclear if this x-ray was of the device listed in this report. High impedances were also noted. In an attached telemetry strip, the therapy impedance section had the entries ¿??¿ and ¿37¿. As it appeared the telemetry strip was cutoff on the side, it was unclear what the exact results of the impedance measurement were. In addition, there were also telemetry/interrogation issues as well as issues with the implanted device indicated on the telemetry strip not matching with the patient¿s files. According to patient files, the implanted device should have been an itrel 3 with a quad plus lead. When the device was interrogated with the clinician programmer however, it showed that the implanted device was a synergy with a different serial number, used with ¿2 leads.¿ x-rays performed showed only 4 electrodes and one single 4 contact extension. There were no patient symptoms associated with the event. Per the physician, it was possible to program the ¿2 leads.¿ stimulation was ok and the patient was receiving therapy. Much of the reported information was unclear in regards to what pertained to the patient¿s system. Follow-up is being done to clarify these issues and a supplemental report will be sent if clarification is received.

Event description:
Additional information received clarified that the x-ray which denoted the ¿wire fracture¿ was provided for illustration purposes only, to help identify the serial number of an ins via x-ray. It did not pertain to this event. The physician was reportedly considering whether a revision was needed regarding the high impedances, which were indicated to have been > 4,000 ohms on several electrode pairs. The reporter did not have confirmation on next steps at the time of the report. If additional information is received a follow-up report will be made available.